Event description:
Baxter (B)(4) received a report that an infusor had no flow during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, or medical intervention necessary in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.